Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the implantable cardiac monitor did not detect nor record polymorphic ventricular tachycardia (vt) or any other arrhythmias when they were induced during an electrophysiology (ep) study. The device previously recorded events, and also recorded events subsequent to the ep study date. The device remains in use. No patient complications have been reported as a result of this event.